Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The device was inspected by bd field service engineer (fse) onsite. A damaged wire on latch harness was observed, which may have been pinched inside. The device was then repaired, which involved replacement of the harness and testing the doors in hta (hardware test application).

Event description:
It was reported that a pyxis medstation tower, which housed premixed phenylephrine infusions, failed to open when accessed by the registered nurse (rn). During this time, an ICU patient "ran out of the current infusion (phenylephrine) and went into cardiac arrest". Per report, "the rn was unable to recover the door, and pharmacy had to hand deliver the medication. The patient was unable to be resuscitated." Further information from the customer indicated that the tower door has experienced intermittent failures, including instances where the door does not open when selected and occasions where it opens unintentionally when the "door below" is accessed. On 03 june 2026, bd received additional information through due diligence efforts. It was reported by the inpatient pharmacy manager that the medication was phenylephrine and not levophed as initially reported. Phenylephrine 160mcg/ml, ordered to infuse at a rate of 4.5mcg/kg/min (103.1 ml/hr.), was a continuous infusion to maintain systolic blood pressure (sbp) of greater than 90mmhg. When asked to provide the detailed timeline of the event, it was reported that the "infusion was hung at 0703 and the infusion ran out at 0925. Pyxis unable to be accessed at 0925. The rn was unable to recover the tower door and called pharmacy at 0927. Pharmacy walked the phenylephrine to the ICU at 0930. The medication was not marked as administered due to emergent code status. Pea (pulseless electrical activity) arrest was documented at 0925." When asked about the hospital¿s standard process for immediate access to critical vasopressors (e.g., during a cardiac arrest event) when pyxis access is delayed, the customer's response was "if items are unable to be removed from pyxis the rns will call pharmacy to have the medication sent/delivered." When asked if there was an attempt to obtain the medication from the code cart if vasopressors are stored in emergency code carts, the customer's response was "we have emergent premix pressors available in the pyxis. We do not have pressors other than epinephrine available in the crash carts." When asked if there were any advance warnings that the infusion was nearing depletion, the customer stated, "titrated drips populate to the brain in epic when the infusion is nearing completion." It was reported that the patient was also receiving "vasopressin 0.1units/ml at the time of pea arrest. A continuous infusion of vasopressin rate of 0.04 units/min and infusing at 24ml/hr." Additionally, the patient also received "several doses of epinephrine 1mg, lidocaine 100mg, amiodarone 150mg x 2 doses, and sodium bicarbonate 50meq x2 doses were all administered as part of acls (advanced cardiac life support)." Per report, the primary and secondary causes of death are as follows: "primary: pea arrest that converted to v-fib (ventricular fibrillation) refractory to acls. Ultimately, care was withdrawn. Secondary: severe hypotension with fluid overload with acute on chronic hypercarbic respiratory failure in a patient with esrd (end-stage renal disease) on hemodialysis." No autopsy was performed.

Manufacturer narrative:
Additional information: section b describe event or problem, other relevant history and date of event, section a date of birth, section h manufacturer narrative upon investigation of the actual device used in this incident, it was determined that there was damaged wire on latch harness which was pinched inside. A field service engineer (fse) replaced the harness to resolve and tested doors functionality in hardware test supplication (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that a pyxis medstation tower, which housed premixed phenylephrine infusions, failed to open when accessed by the registered nurse (rn). During this time, an intensive care unit ICU patient "ran out of the current infusion (phenylephrine) and went into cardiac arrest". Per report, "the rn was unable to recover the door, and pharmacy had to hand deliver the medication. The patient was unable to be resuscitated." Further information from the customer indicated that the tower door has experienced intermittent failures, including instances where the door does not open when selected and occasions where it opens unintentionally when the "door below" is accessed. On 03 june 2026, bd received additional information through due diligence efforts. It was reported by the inpatient pharmacy manager that the medication was phenylephrine and not levophed as initially reported. Phenylephrine 160mcg/ml, ordered to infuse at a rate of 4.5mcg/kg/min (103.1 ml/hr.), was a continuous infusion to maintain systolic blood pressure (sbp) of greater than 90mmhg. When asked to provide the detailed timeline of the event, it was reported that the "infusion was hung at 0703 and the infusion ran out at 0925. Pyxis unable to be accessed at 0925. The rn was unable to recover the tower door and called pharmacy at 0927. Pharmacy walked the phenylephrine to the ICU at 0930. The medication was not marked as administered due to emergent code status. Pea (pulseless electrical activity) arrest was documented at 0925." When asked about the hospital's standard process for immediate access to critical vasopressors (e.g., during a cardiac arrest event) when pyxis access is delayed, the customer's response was "if items are unable to be removed from pyxis the rns will call pharmacy to have the medication sent/delivered." When asked if there was an attempt to obtain the medication from the code cart if vasopressors are stored in emergency code carts, the customer's response was "we have emergent premix pressors available in the pyxis. We do not have pressors other than epinephrine available in the crash carts." When asked if there were any advance warnings that the infusion was nearing depletion, the customer stated, "titrated drips populate to the brain in epic when the infusion is nearing completion." It was reported that the patient was also receiving "vasopressin 0.1units/ml at the time of pea arrest. A continuous infusion of vasopressin rate of 0.04 units/min and infusing at 24ml/hr." Additionally, the patient also received "several doses of epinephrine 1mg, lidocaine 100mg, amiodarone 150mg x 2 doses, and sodium bicarbonate 50meq x2 doses were all administered as part of acls (advanced cardiac life support)." Per report, the primary and secondary causes of death are as follows: "primary: pea arrest that converted to v-fib (ventricular fibrillation) refractory to acls. Ultimately, care was withdrawn. Secondary: severe hypotension with fluid overload with acute on chronic hypercarbic respiratory failure in a patient with esrd (end-stage renal disease) on hemodialysis." No autopsy was performed. On 30 june 2026, with the customer's consent, a bd clinical practice consultant visited the facility to obtain additional facts regarding the reported event. It was reported that the event occurred on 15 may 2026. According to the facility, the patient was critically ill prior to the reported infusion interruption. Per facility report, a pharmacist delivered a phenylephrine infusion to the ICU after receiving a call from a nurse indicating that a pyxis pocket had failed, was grayed out, and medications could not be removed. Due to the urgency of the patient's condition and immediate medication needs, the pharmacist determined that delivering the infusion directly to the unit would be faster than troubleshooting the pyxis door issue. The affected drawer was reportedly nonfunctional, and recovery procedures were not attempted because immediate medication administration was prioritized. The first phenylephrine infusion was initiated at approximately 7:03 am and infused for slightly more than two hours at a reported rate of 103.1 ml/hour. Although a second bag of phenylephrine was subsequently delivered to the unit, it was not hung or administered because clinicians were engaged in administering other critical medications during a code event. During the code, the patient reportedly received seven doses of epinephrine (1 mg prefilled syringes), one dose of rocuronium (50 mg), two doses of amiodarone (150 mg vials × 2), one dose of dextrose 50% (50 ml), two ampules of sodium bicarbonate (50 meq total), and one dose of lidocaine (100 mg). The patient entered pulseless electrical activity (pea) and experienced cardiac arrest at approximately 9:28 am. Despite multiple defibrillation attempts and administration of multiple medications, the patient never regained a pulse and remained in ventricular fibrillation. The code was terminated, and the patient was pronounced deceased at 9:55 am. It was further reported that the failed compartment was door 5, top portion of second tower. Facility staff indicated that ICU clinicians were trained on door recovery procedures; however, no recovery attempt was made at the time of the event due to the patient's unstable condition. Upon subsequent inspection, no visible abnormalities, including misalignment, obstructions affecting door closure, or lock/latch malfunctions, were observed. The pharmacist provided a photograph of a wire that was later replaced by a bd field service technician. Based on the photograph, the wire appeared to have been pinched within the door hinge area. The replaced wire had been discarded and was therefore unavailable for further evaluation or investigation.